Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe tubing was worn and leaked. The fse replaced the tubing to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system reagent probe b tubing broke and leaked into the instrument. The operator wore personal protective equipment consisting of gloves and a gown while troubleshooting. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.